Event description:
Implantation of nk-ii knee-tep with cementless tibia baseplate, right side, on (B) (6) 2002. Occurrence of radiographically proven osteolytic lesion at tibia head in 2009. Revision surgery on (B) (6) 2009, removal of screws, cyst filling at right tibia head with "ostim" exchange inlay to size 3, 11mm uc, synovectomie right side.

Manufacturer narrative:
This report will be amended when our investigation is completed.